Manufacturer narrative:
Device evaluated by manufacturer- inspection shows dried saline on the tip, adhesive along all electrode rings in the distal section and a blueish white substance on electrode ring #2. A review of the materials and processes used to manufacture the device did not determine a probable identification of the blueish white substance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on analysis completed on 14 august 2017. It was reported that there was noise electrogram (egm). During a left atrial flutter case the physician was unable to perform a pulmonary vein isolation (pvi) due to noise in the egm. The bard ground cable was disconnected and the patient ground cables were routed over the patient as recommended. No patient complications were reported. However; returned device analysis revealed foreign material on the catheter.